Event description:
The customer reported to olympus that there was no image while using the video system center. The issue occurred during a therapeutic colon stent placement. It was reported that the intended procedure was completed, by the sub-monitor being restored after turning the power back on. The procedure time did increase due to the reported issue. The procedure time increased an unspecified amount time. No patient harm was reported.

Manufacturer narrative:
The investigation is ongoing and follow up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the users event was not replicated during the device evaluation. The definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.